Event description:
It was reported the subject device presented poor video image quality while being used with the video system center during preparation for use. The video system center was working as intended. There was no report of patient harm

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 error. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cable or image capture malfunction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.